Event description:
A medtronic representative reported that the screw on the spine clamp instrument was stripped. The surgeon had to over torque the clamp to get a tight fit on the l1 vertebra. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date unavailable. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Analysis of the suspect clamp finds that the adjustment screw is not stripped, as reported, but the clamp face is bent to one side and the retainer ring is stretched causing some play in the movement of the clamp. A new clamp was sent to the site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.